Event description:
One patient with discrepant troponin t results. Initial result gave 1.6 ng/ml; repeat using a different methodology gave <0.010 ng/ml. A second sample was obtained giving the same results. Sample repeated on another cardiac reader, giving same result as initial method. Negative troponin t results fit with clinical picture of pt. No info provided to determine if results were used to guide therapy. If additional info is rec'd, appropriate notification will be provided.